Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event description, and any additional field data, arthrex concluded that the most likely cause of the reported failure is user error. This includes striking bone or applying excessive force when attempting to pass the needle through fibrous or calcified tissue, as noted in the directions for use (dfu-0392-sub-eo, warning for scorpion products). Additional contributing factors may include excessive force used to pass the needle through the scorpion instrument. The complaint is not confirmed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/20/2025, a sales representative reported via (B)(4) that an ar-13999hdn hd scorpion¿ needle with megaloader got stuck when passing through the cuff and wouldn't come back down the trap door. No patients were harmed during the case.